Manufacturer narrative:
Evaluation summary: the stent was returned off of the balloon, on the stylette with protective sheath. The proximal stent struts were deformed, stretched and bunched. Stent struts on the 8th distal stent segment at the midpoint were stretched. The balloon folds were open as well as residue present within the balloon indicating that the balloon had previously been inflated. Crimp impressions were not clearly visible on the balloon. The distal tip was damaged. (B)(4).

Event description:
It was reported that the physician was attempting to use a integrity device to treat a slightly calcified lesion in the lad. It was reported that the device was prepped and inspected as per IFU prior to use with no issues noted. No resistance was encountered when removing the protective sheath. The lesion was pre-dilated. The physician advanced the device to the target lesion, inflated the device and removed the delivery system. Angiography was performed however the physician could not find the stent on screen. The lesion site was checked by ivus, but stent placement could not be confirmed. After searching the operating room the stent was found on the aseptic table. The physician deployed another stent to complete the procedure. No patient injury reported.